Manufacturer narrative:
Insulin pump passed displacement test and self test. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked. Moisture damage found on electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the keypad was unresponsive. The customer's blood glucose was unknown. The insulin pump was exposed to water. The troubleshooting was performed for the fluid exposure. The customer was advises that the insulin pump will need to be replaced and revert to backup plan. The insulin pump will be returned for analysis.